Event description:
One day post-op, the doctor found one haptic outside of the capsule bag and over the iris. The patient returned for surgery, one week post-op, to have the lens repositioned. The patient is fine and visual acuity is 20/25.